Event description:
Procedure: lung resection. Reportedly, the surgeon fired the instrument and could not open it. Struggled to get the instrument off, he fired another endo gia load two or three times to remove the locked cartridge set off. Surgeon completed case, with no further pt injury.